Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2018 with the following findings: black box data revealed multiple unexplained power on reset events. The battery compartment was cracked and the threads on the returned battery cap were stripped and unable to maintain electrical connection when on the pump. With the damaged cap in place, the power issue was duplicated. A test cap was used to complete investigation. With the test cap in place, the pump powered on and was able to be exercised for 12 hours without power interruption. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.